Event description:
It was reported by repair work order that the customer alleged that the jack had malfunctioned. Upon inspection of the unit by the service technician, it was identified that the jack could not raise when the pump pedal was activated.